Manufacturer narrative:
(B)(6) 2023 - patient had capsocam plus procedure done on (B)(6) 2023. After 3 colonoscopies with her gastro later, it was still stuck in her colon, in a diverticulum. She went to another specialist in nyc on 5/19/23 and he was able to retrieve it. Patient had some questions regarding the viability of the data on the camera and if it be sent to a doctor other than the one she used the day the capsule was swallowed. Patient had not shipped the capsule yet as she wanted her new gastroenterologist to have the information. 5/24/2023 - frm-0089b capsule indicent questionnaire was received indicating that she had a preexisting condition that could have led to the retention (large, deep sigmoid diverticulum). 5/25/2023 - the capsule was received and the video was successfully uploaded into capsocloud.

Event description:
(B)(6) 2023 - patient had capsocam plus procedure done on (B)(6) 2023. After 3 colonoscopies with her gastro later, it was still stuck in her colon, in a diverticulum. She went to another specialist in nyc on (B)(6) 2023 and he was able to retrieve it. Patient had some questions regarding the viability of the data on the camera and if it be sent to a doctor other than the one she used the day the capsule was swallowed. Patient had not shipped the capsule yet as she wanted her new gastroenterologist to have the information. 5/24/2023 - frm-0089b capsule indicent questionnaire was received indicating that she had a preexisting condition that could have led to the retention (large, deep smoid diverticulum). 5/25/2023 - the capsule was received and the video was successfully uploaded into capsocloud.